Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as a skin condition where the patient breaks out with things rubbing against their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing vest during the day for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.